Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the reported malfunction could not be reproduced. A field service engineer arrived on site and found that the remote manager was working properly. The customer was unable to duplicate any failures, so decided to replace the door latch. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system smart remote manager was failed. The customer stated that nurses were unable to access the medications within the refrigerator, but there was no delay in dispensing the medication. There were no adverse events or injuries reported based on this event.